Manufacturer narrative:
E1: initial reporter address: (B)(6). H4: device manufacture date ¿ the lot 23f018 was manufactured between june 28 - 30, 2023. The device was received for evaluation. A visual inspection was performed, and it was noted that fluid was inside the housing which suggested a leak. A leak test was performed, and a leak was observed coming out at one side of the bladder crimp. The reported condition was verified. The cause of the reported condition was manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor was leaking. The leak was described as, "all the water leaked from the rubber bag into the bottle". The leak was discovered in the pharmacy prior to patent use. There was no patient involvement. No additional information is available.